Event description:
Surgeon reports about pain in the area of medial tibia plateau and reduced movement. A mobilization in anesthesia became necessary.

Manufacturer narrative:
An eval of the device cannot be performed as the device was not returned to the manufacturer. If additional info becomes available, it will be submitted in a supplemental report.